Manufacturer narrative:
The device was returned for analysis with no abnormalities found. The device history record was reviewed and found the device had been properly sterilized. No manufacturing issues with this lot were identified. There is no indication that the root cause of the reported sepsis was associated with the impella.

Manufacturer narrative:
Components from the impella lp5.0 were received and in investigation is underway. A supplemental MDR will be filed with the results of the investigation, upon completion.

Event description:
The complainant reported a (B)(6) year old asian male presenting with myocarditis for hemodynamic support with the impella lp5.0. During support, the patient became septic and required antibiotics as treatment. The physician alleged the impella device may have caused or contributed to this diagnosis. Ultimately, the patient recovered and the device was removed.